Manufacturer narrative:
Information contained in this report was previously submitted through 410psr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture discovered via MRI. The device has been explanted.